Manufacturer narrative:
H3: product analysis # (B)(4): part # 4986045, lot # 82rn visual and optical inspection confirmed the threads of the cage have been stripped/damaged. The damage appears to be from misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (manufacturer representative, healthcare professional) regarding a cage having spinal therapy. It was reported that the size was determined during surgery and an attempt was made to set it into the implant holder, but it could not be set. Levels to be implanted was l1-2. The screw thread of the cage was broken, so it could not be placed in the implant holder. There was no patient involvement reported. There were no further complications reported regarding the event.